Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in an inappropriate non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) provided a potential cause and advised to ask what the patient was doing at the time of the event. The lead remains in use. No adverse patient effects were reported.